Manufacturer narrative:
Correction: physio-control has evaluated the device and verified the reported failure. Physio-control isolated the cause for the reported issue to be failure of the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further cause for the reported issue was not determined.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was initially reported that the device had its service indicator illuminated and the joule level display was inaccurate. After evaluation of the device, it was observed that the device was unable to monitor an ECG signal through the therapy cable. The patient who was involved with the reported failure did not suffer any adverse effects as a result of the reported failure.